Event description:
It was reported during a total gastrectomy procedure the device could not attach anvil shaft to the trocar completely. Tried many times and finally could attach and fire. There was no adverse pt consequence.